Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to failure to osseointegrate 5 months and 17 days after implantation. The doctor noted periodontal disease during surgery. The patient has history of diabetes and is a tobacco user. The patient required another surgical intervention.